Event description:
Procedure: re-revision of total knee replacement. Patient underwent first revision on (B)(6) 2011 by the same surgeon at the same hospital (not certain if it was of depuy components, will confirm). Patient fell down the stairs 4 months ago. Patient experienced anterior pain and grinding noise. Upon opening the joint, the femoral component was loose and a substantial amount of an unusual tissue was found around the back of the components and down the femoral stem. Tests are being undertaken to identify the matter. Femoral component was removed; the other components were well fixed. A new femoral component and sleeve were implanted and a new bearing inserted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. X-rays were obtained. A review of the provided x-rays could not definitively confirm the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.